Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 4.2 mmol/l, 5.3 mmol/l, and 9.8 mmol/l.